Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 2 of 5. The patient was connected at the time of the alarm. The patient line had been properly primed prior to connecting and no patient extensions were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The home patient (hp) stated that the heater bag became disconnected from the set up. The technical service representative (tsr) had the hp cycle the power and the hc then alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The tsr advised the hp to start over with new supplies. Proper procedures were reviewed with the hp and there were no samples available. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. The sample was unavailable and the lot number was unknown, therefore no evaluation or batch review could be performed. This issue is being investigated through CAPA.